Event description:
It was reported that the heartmate 3 system controller was not exchanged with the modular cable, and that the driveline faults resolved after the modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed. The modular cable (lot number: 172451) was returned for analysis, and three log files were submitted for review that showed overlapping events spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 at 07:18:21, driveline power fault alarms were active due to a power b broken fault. The fault cleared shortly after activating; however, the alarm remained latched until 08:59:01 on (B)(6) 2023. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected from controller on (B)(6) 2023 at 11:58:29; which is consistent with the provided information of the modular cable being exchanged. The driveline was reconnected to the controller at 11:48:37 and pump resumed its set speed ~3 seconds later. No other notable alarms were active in the log file. The modular cable was functionally tested. The cable was connected to a mock loop, test system controller, power module, and system monitor. The mod cable was run on the mock loop for an extended duration during which the cable was manipulated by hand with no alarms active. Resistance testing was performed on the underlying wires, and it was found that the red wire (power b) had fluctuating resistances, ranging from 0.5 ¿ 1.0 ohms, when manipulated by hand. The outer jacket of the cable was stripped, and a pull test was performed on the wires while the mod cable was connected to the mock loop. During the test the red wire was found loose and became detached under the controller connector strain relief which activated a driveline power fault alarm. The strain relief was removed, and it was found that both the orange (ground) and red wire were severed. The root cause for the reported event was conclusively determined to be due to wire fatigue of the modular cable. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 172451) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline power fault alarm on (B)(6)2023 at 0718. The alarm was cleared at 0859 via the system monitor. The modular cable was noted to have a tape repair with indentation at the mid. The alarm did not reoccur approximately 3 hours after clearing it at 1145. The modular cable was replaced at 1158. The event log file displayed multiple consecutive strings of driveline power fault/ (f5) power b broken alarms beginning (B)(6) 2023 at 0718 through 0859 followed by driveline disconnect alarm on (B)(6) 2023 at 1158 associated with modular cable replacement. The alarms resolved with modular cable exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.